Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been acting up the last few weeks and last night it stopped working completely. Customer stated that she had a button error alarm and she was going to do a bolus but the pump was going slow. Customer stated that this was the second button error alarm she got in 2 weeks. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer stated that she treated with an insulin pen and gave herself (B)(4) units of insulin and food. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.